Event description:
Senseonics was made aware of a incident where patient complained of critically deviating measurements. The incident happend on (B)(6) 2022 at around 1:30 pm. Patient reported that the eversense cgm system showed "high" values where as blood glucose (bg) reading was 47 mg/dl. Patient did not receive any low glucose alerts and resolved the incident by drinking orange juice.

Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The transmitter was not requested to be returned for evaluation as it was still being used by the user. The investigation was performed on the user's data available on data management system (dms). Based on the investigation analysis, the reported event could not be confirmed due to lack of data. Possibly, the system was going through a period of temporary mismatch between the sensor readings and fingerstick measurements at the time of the event. To further analyze the issue, user was requested to perform a manual sync of the glucose data. However, user did not perform the manual sync, but instead mentioned that the system stabilized and is displaying better agreement between sensor readings and fingerstick measurements from (B)(6) 2022, after the restarting the system in initialization phase. This was confirmed in data management system (dms). No further investigation was possible for this complaint.